Manufacturer narrative:
A video was provided by the customer showing the lat-h1225. Leakage was observed from the tubing to bag spike bond connection. The reported complaint can be confirmed. The probable cause is unknown. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history record was reviewed and no nonconformities were found that would have led to the reported complaint.

Event description:
The complaint involved a 16" (41 cm) set de extensión y-clave¿, tubo de poliuretano ámbar, bayoneta, válvula anti retorno luer device. It was reported, that on the night of july 20, there was leakage during chemotherapy administration. This resulted in was exposure to chemotherapy for both the healthcare staff and the patient, but there was no harm to the patient reported. The drug spilled onto the pump, chair, and floor, including exposures to vapors and dripping. The staff had the appropriate personal protective equipment (ppe) and managed the details according to institutional protocol. The patient received less chemotherapy than planned due to the spill. She also informed us that during preparation, transportation, and receipt at the service, no leaks or spills were detected. The spill was noticed during administration when the staff went to check on the patient, as the pump did not alert to any issues. The tube should have been replaced in the service, as the mixing center does not operate at night.